Event description:
The customer reported fluid leaked from the vent on the filter of an extension set. No pt harm or medical intervention required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
Internal file no: (B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.